Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users experienced a prolonged delay during the login process. After entering the username into pyxis, it took approximately one and a half minutes for the system to proceed to the fingerprint verification screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had an issue where the user experienced prolonged wait time when logging in. The technical support specialist (tss) observed that login times remained abnormally long. The event viewer logs were reviewed, and a domain error with error code 2222 was identified. The tss applied the recommended knowledge article (ka): domain error please contact system administrator with error code 2222. As advised in the ka, the appropriate firewall rule was applied. To further troubleshoot, the tss executed a powershell command on the windows 10 system to test lightweight directory access protocol (ldap) connectivity. The results indicated that the required port was blocked. The hospital information technology (hit) team was informed and subsequently unblocked the port; however, the issue persisted. Further investigation revealed that the customers domain name system (dns) configuration was not properly pointing to the service (srv) ldap records. After the customer corrected their dns configuration, the login delay was resolved. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users experienced a prolonged delay during the login process. After entering the username into pyxis, it took approximately one and a half minutes for the system to proceed to the fingerprint verification screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.